Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the bile duct of a patient on (B)(6) 2013 as part of the (B)(6) clinical study. On (B)(6) 2013, the patient was admitted to the hospital in preparation for the stent placement procedure. The patient underwent a baseline assessment of biliary obstructive symptoms and no symptoms were identified. On (B)(6) 2013, the patient underwent the study stent placement procedure. A prior biliary sphincterotomy had been performed. Prophylactic antibiotics were administered. During the stent placement, a 10fr x 7cm bsc plastic stent was deployed in a satisfactory position across the stricture. On (B)(6) 2013 the patient was discharged from the hospital with no reported issues. According to the complainant, on (B)(6) 2014 the patient experienced severe abdominal pain. On (B)(6) 2014 the patient was admitted to the hospital due to the abdominal pain. On (B)(6) 2014 the patient underwent a stent exchange procedure where sludge was removed from the patient's stent. No additional stents were reportedly implanted during the stent exchange procedure, nor were any stents removed during this procedure. On (B)(6) 2014 the event was considered resolved and the patient was discharged from the hospital. On (B)(6) 2014, it was reported that the bsc plastic stent experienced a ¿complete distal migration¿.

Event description:
It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the bile duct of a patient on (B)(6) 2013 as part of the (B)(6) study. On (B)(6) 2013, the patient was admitted to the hospital in preparation for the stent placement procedure. The patient underwent a baseline assessment of biliary obstructive symptoms and no symptoms were identified. On (B)(6) 2013, the patient underwent the study stent placement procedure. A prior biliary sphincterotomy had been performed. Prophylactic antibiotics were administered. During the stent placement, a 10fr x 7cm bsc plastic stent was deployed in a satisfactory position across the stricture. On (B)(6) 2013 the patient was discharged from the hospital with no reported issues. According to the complainant, on (B)(6) 2014 the patient experienced severe abdominal pain. On (B)(6) 2014 the patient was admitted to the hospital due to the abdominal pain. On (B)(6) 2014 the patient underwent a stent exchange procedure where sludge was removed from the patient's stent. No additional stents were reportedly implanted during the stent exchange procedure, nor were any stents removed during this procedure. On (B)(6) 2014 the event was considered resolved and the patient was discharged from the hospital. On (B)(6) 2014, it was reported that the bsc plastic stent experienced a 'complete distal migration'. Additional information received on october 17, 2016. The site had previously reported a stent migration, but now reports the stent was removed. On (B)(6) 2014, an ercp was performed and the patient underwent sludge removal and placement of two additional bsc plastic stents. On (B)(6) 2014, an assessment of biliary symptoms was provided, which included right upper quadrant pain. On (B)(6) 2014, the patient had three bsc stents removed and two non-bsc plastic stents were placed.

Event description:
It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the bile duct of a patient on (B)(6) 2013 as part of the (B)(6) clinical study. On (B)(6) 2013, the patient was admitted to the hospital in preparation for the stent placement procedure. The patient underwent a baseline assessment of biliary obstructive symptoms and no symptoms were identified. On (B)(6) 2013, the patient underwent the study stent placement procedure. A prior biliary sphincterotomy had been performed. Prophylactic antibiotics were administered. During the stent placement, a 10fr x 7cm bsc plastic stent was deployed in a satisfactory position across the stricture. On (B)(6) 2013 the patient was discharged from the hospital with no reported issues. According to the complainant, on (B)(6) 2014 the patient experienced severe abdominal pain. On (B)(6) 2014 the patient was admitted to the hospital due to the abdominal pain. On (B)(6) 2014 the patient underwent a stent exchange procedure where sludge was removed from the patient¿s stent. No additional stents were reportedly implanted during the stent exchange procedure, nor were any stents removed during this procedure. On (B)(6) 2014 the event was considered resolved and the patient was discharged from the hospital. On (B)(6) 2014, it was reported that the bsc plastic stent experienced a ¿complete distal migration¿. Additional information received on october 17, 2016: the site had previously reported a stent migration, but now reports the stent was removed. On (B)(6) 2014, an ercp was performed and the patient underwent sludge removal and placement of two additional bsc plastic stents. On (B)(6) 2014, an assessment of biliary symptoms was provided, which included right upper quadrant pain. On (B)(6) 2014, the patient had three bsc stents removed and two non-bsc plastic stents were placed. Additional information received on march 27, 2017: the study stent has been confirmed to be a non-bsc plastic stent and unrelated to the event.